Manufacturer narrative:
A technical analysis of the returned instrument was conducted and a review of the manufacturing history was performed to evaluate whether there was any deviation that could account for the reported event. The technical investigation of the returned stent system revealed a partially released stent with about 10 cm of the stent still being constrained under the transparent outer shaft. The partially released stent is elongated but has not fractured. The proximal x-ray markers of the stent are slightly bent. The outer shaft of the returned stent delivery system, which has to be retracted in order to release the stent, was found to be fractured inside the handle. The inner shaft has buckled distal to the metal tube where the knife is mounted on. These deformations indicate that the retractable outer shaft was blocked from movement leading to an increased retraction force which finally exceeded the fracture strength of the retractable outer shaft. The review of the angiographic film did not lead to any further information regarding the nature of the complaint. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The final root cause for the reported event could not be determined.

Event description:
Ous MDR - it was noticed that the stent got stuck within the delivery system after it was thought that the stent was released and the stent system therefore withdrawn.